Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the customer reported complaint getting repeated ¿error 23025 along axis 2¿. The mtm2 was returned for failure analysis, and the reported failure (error 23025 along axis 2) was unable to be reproduced but could be confirmed as having occurred via the field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle was performed without any issues. Tests performed via matlab passed. There was no trouble found with the mtm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure using a dual surgeon side console (ssc) setup, the customer called an isi technical support engineer (tse) and reported that there was a repeated error 23025 related to master tool manipulator right (mtmr) on ssc1. The tse checked the logs and saw error 23025 on axis 2. The caller disabled the mtmr on ssc1 and worked with the second console (ssc2). The procedure was completed using the second ssc with no patient harm, adverse outcome, or injury. The issue did not cause any delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was functional when powered on with no errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 23025, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the mtm arm to resolve the problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted nephrectomy surgical procedure using a dual surgeon side console (ssc) setup, the right mtm on ssc1 became non functional and was disabled due to repeated recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.